Event description:
A clinic registered nurse (rn) reported a pt who reported feeling tightness in her throat, shortness of breath, and nausea a few minutes into her first hemodialysis treatment. The pt received IV antihistamine and oxygen. The dialyzer was discarded and a new f160 nre dialyzer was set up from the same lot and the symptoms recurred. This dialyzer was also discarded. A second dose of IV antihistamine was given. The pt has been changed to a different dialyzer and has no further symptoms. She was not hospitalized.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported pt reaction. A supplement medwatch report will be submitted upon completion of the investigation.